Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported: "suture keeps snapping . Multiple users and packets of sutures used in this complaint." Please clarify: what tissue was being approximated or sutured when it broke?. What was used to complete the procedure?. If more than one procedure was affected, were these previously reported to ethicon? If yes, can you provide a product complaint number. If not previously reported, please provide. Procedure date. Product code. Lot number. Quantity involved in each procedure. Event description stating when each involved device had a suture breakage issue in the procedure. Were there any adverse patient consequences. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture kept snapping when attempting to tie the knot. There were no patient consequences reported. Additional information was requested.